Manufacturer narrative:
The field report of decrease in sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damage consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During elective ICD replacement, a decrease in the sensing threshold was noted on the right ventricular lead, though other parameters were normal. The lead was replaced during the same procedure without consequence to the patient.